Manufacturer narrative:
Tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day(10 to 15 minutes), and also avoiding frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. Additionally, the pump turned off due the customer not charging it. Subsequently, the customer started to feel unwell. Customer performed a supply change, administered correction boluses, and drank plenty of water. The customer then became unresponsive on (B)(6) 2020. An ambulance was called and took the customer to the hospital with elevated blood glucose and 5.9 mmol/l ketone level. The customer was treated with saline, potassium, dextrose, manual injections and an insulin infusion drip. The customer was discharged from the hospital on february 15, 2020 with the issue resolved and no permanent damage.